Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 22.5 mmol/l. The customer felt ok to troubleshooting high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with pen. The drive support cap appears normal. Customer declined to check for possible site or insulin issues. Customer was stressed and emotive and they also experienced headache. Customer found air bubbles in tubing and reservoir. Customer was assisted with changing reservoir and infusion set. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering. Customer said that they really felt comfortable with her insulin pump after all conversation. No further assistance needed. The insulin pump was not returned for analysis.